Event description:
It was reported that the patient with this pacemaker had a syncopal event. When analyzing pacemaker data, pacemaker mediated tachycardia (pmt) episodes were observed that appear to be atrial or sinus driven. According to the patient he had to go to the hospital and the device was reprogrammed. The pacemaker remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.